Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infiniontm cx 70 cm lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had pain at the pocket site. The patient underwent an explant procedure. No device malfunction was suspected.